Event description:
Additional information notes: it was reported that the pulse generator exhibited premature battery depletion on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator could not be interrogated. Upon attempting to explant the device went into backup operation and inhibited pacing. The device was explanted.